Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's injury was the result of user error (use in an undersized vessel). Vessel dissection and vessel perforation are listed in the device labeling as complications / adverse events. Manufacturer reference#: (B)(4).

Event description:
A 45-year-old male with human immunodeficiency virus (hiv) and a closed dialysis fistula underwent a thrombectomy to address clot in his subclavian vein. The patient had been experiencing symptoms for more than 14 days. The procedure began without issue. Access and wire positioning were achieved without issue. The clottriever catheter (CT) was advanced into place and a pass was performed. After the slow retrieval of the CT, bleeding was observed at the site. After the CT was removed, a big clot was observed adherent to the vein as venous stripping had occurred. As a piece of the vein came out, the physician performed a balloon tamponade. A covered stent was not placed due to compression. After stabilization of the bleeding, the procedure was stopped, and the patient received some blood. The patient was reported to be doing well and was discharged the following day.